Event description:
It was reported that during confirmation of the balloon catheter dilated in the posterior descending artery, the intravascular ultrasound (ivus) catheter became caught on the distal edge of the liberte stent deployed in the right coronary artery at withdrawal. The lesion being treated was 90% stenosed with calcification in average tortuous anatomy. In an attempt to free the ivus catheter, the physician pushed the catheter and successfully removed it from the pt's body without complications. The pt's condition was reported "good".